Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's previous vns system was removed due infection, reported in mfg report # 1644487-2020-00963. The patient was re-implanted and developed another infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No known surgical intervention has occurred to date. No additional information has been received to date.